Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, plaque shifting occurred. In (B)(6) 2012, the patient presented with chest discomfort radiating to the jaw both ears and abdomen. The patient was diagnosed with non st elevation myocardial infarction and was hospitalized on the same day. Cardiac enzymes were found to be elevated consistent with the protocol definition of myocardial infarction. The 90% stenosis located in the proximal left circumflex (cx) was treated with predilation and placement of a 2.5x12mm promus element stent. Residual stenosis was 0%. However, there was some plaque shifting noted into the ostial ramus branch. This was treated with balloon angioplasty with 20% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and prasugrel.